Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal hemostasis performed on (B)(6), 2010. According to the complainant, during the procedure, they successfully deployed the first five bands however; they were unable to deploy the last two bands. It was reported that the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Additional information was received on (B)(4) 2011 with a correction to the original report. Was: according to the complainant, during the procedure, they successfully deployed the first five bands however; they were unable to deploy the last two bands. It was reported that the case was completed with this device. Should be: according to the complainant, during the procedure, they successfully deployed the first five bands however; they were unable to deploy the last two bands. The case was completed with another speedband superview super 7 multiple band ligator.

Manufacturer narrative:
A visual examination of the returned device found that the ligator head had 4 bands on it, 3 blue and 1 white. The white band had been rolled up under 2 of the blue bands. The suture on the ligator head was found to be intact and without issue. The ligator teeth presented no deformity and were without issue. The handle assembly was without issue. The trip wire was wrapped around the handle spool however, was not cinched in the handle assembly. There was no evidence the trip wire had been cinched in the handle assembly during use. The most probable root cause has been determined to be user error, as evident by there being no indication that the tripwire was properly cinched into the handle. If the tripwire is not secure, the timing of the band deployment will be incorrect and the bands will not deploy with each turn of the handle assembly knob as the trip wire slips around the spool. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal hemostasis performed on (B)(6), 2010. According to the complainant, during the procedure, they successfully deployed the first five bands however; they were unable to deploy the last two bands. It was reported that the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.